Event description:
It was reported that (1) prw35 was used during a unknown procedure. It was reported by the rep that the device was opened, staples would not form. Another device was opened to complete the case.